Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 60-250 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Additionally, the cartridge was in use for more than 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue.